Event description:
Additional information received reported that the stimulator and leads were explanted on (B)(6) 2015. The patient hadn¿t utilized stimulation in over a year. When he began using it again he determined that therapy was not effective and therefore wanted the system removed. The patient was noted to be alive with no injury. This event will be updated if additional information is received.

Event description:
It was reported the patient had not used their device since 2013 and it was confirmed to be in over-discharge. Due to the over-discharge there were telemetry issues. The manufacturer representative was with the patient attempting to perform a physician mode reset (pmr) however, it ¿did not seem to be working right¿. When they would initiate the pmr it would continue to try and communicate several times before and during the countdown. Another recharger was attempted however it was still unsuccessful in recovering the device. A trickle charge was also attempted but unsuccessful. There was no power on reset (por) message, the patient was not able to recharge and was not receiving effective therapy. The patient did not want the stimulator replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).